Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip separation has caused or contributed to patient injury previously. Device issue: guide wire tip separation. It was reported that while attempting to shape, the tip of the guide wire separated. There was no patient involvement. No additional event information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the distal coils. There was no contrast visible. The shaping ribbon was separated 1 cm proximal to the tipball. The distal coils were stretched distal center solder for a length of 10 cm. There were offset intermediate coils proximal to the center solder for a length of 1.5 cm. There was a bend in the core 93 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy lab for further investigation. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.